Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples were evaluated visually and ten (10) were subjected to functional testing. No issues were observed relating to underfill or stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. To ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Key factors to ensure the correct vacuum draw: ensure storage temperature is correct (4°c - 25°c). Ensure the blood collection system is assembled correctly. Ensure a discard tube is used with a blood collection set. Ensure proper needle positioning in the patient¿s vein during the venipuncture. Ensure the tube is placed centrally in the needle holder for complete puncture of the stopper.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that the top is popping off, and is underfilled. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer states- has been reported to have purple top tubes that are malfunctioning. They either don¿t have suction or explode after they fill. The lot number affected is 3111813. In the last interaction, customer states- 1. Are you drawing the patients blood with a syringe, a needle, or with a butterfly device? Mostly the blood is being drawn with a butterfly venipuncture set up 2. If using a butterfly device are you using a discard tube ? We draw purple tops last so other tubes are always drawn first. Due to the nature of our patients here (blood cancer), we do not draw discard tubes as every drop is valuable in this patient population. 3. When are caps falling off? (Before draw? After draw?) Or what do you mean when stating that the tube explode? The tops come off after the draw. There is no true explosion but as you may imagine, when a top comes off a full tube of blood, it may seem like an explosion as the blood splatters out. 4. How are you filling the tubes? Did the tubes seem to be overfilled? We fill the tubes using basic venipuncture technique and they do not seem to be overfilled. 5. While drawing blood, are you remembering not to put the patient's arm upward, and not leaving the tourniquet for an extended period of time? We use proper technique per duke policy and procedure and do not aim the patient¿s arm upward for any reason. We do not leave the tourniquet on for an extended period of time (also due to the patient population). However, the tops mostly come off after the blood draw is completed as the purple tops are last in the order of draw. How many individuals were affected? Four nurses experienced this issue in the treatment area, return clinic, and phlebotomy area of bcc over a 1 week period.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that the top is popping off, and is underfilled. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer states- has been reported to have purple top tubes that are malfunctioning. They either don¿t have suction or explode after they fill. The lot number affected is 3111813. In the last interaction, customer states- 1. Are you drawing the patients blood with a syringe, a needle, or with a butterfly device? Mostly the blood is being drawn with a butterfly venipuncture set up. 2. If using a butterfly device are you using a discard tube ? We draw purple tops last so other tubes are always drawn first. Due to the nature of our patients here (blood cancer), we do not draw discard tubes as every drop is valuable in this patient population. 3. When are caps falling off? (Before draw? After draw?) Or what do you mean when stating that the tube explode? The tops come off after the draw. There is no true explosion but as you may imagine, when a top comes off a full tube of blood, it may seem like an explosion as the blood splatters out. 4. How are you filling the tubes? Did the tubes seem to be overfilled? We fill the tubes using basic venipuncture technique and they do not seem to be overfilled. 5. While drawing blood, are you remembering not to put the patient's arm upward, and not leaving the tourniquet for an extended period of time? We use proper technique per duke policy and procedure and do not aim the patient¿s arm upward for any reason. We do not leave the tourniquet on for an extended period of time (also due to the patient population). However, the tops mostly come off after the blood draw is completed as the purple tops are last in the order of draw. How many individuals were affected? Four nurses experienced this issue in the treatment area, return clinic, and phlebotomy area of bcc over a 1 week period.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.